Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the leaking r1, r2 and sample syringes, syringe valve, (list # c-35017994-01), tubing peristaltic head (rohs) (part number 7-202464-01) which resolved the issue. A review of instrument service history on alinity c processing module, serial number (B)(6), revealed no further occurrences of discrepant results after the part replaced nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the alinity c processing module and sample, r1 and r2 syringes and syringe assy (rohs), peristaltic head (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the syringes, syringe assy, peristaltic head and alinity c processing module, serial number (B)(6)

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier =sid (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated creatinine results on one (B)(6) year old male patient diagnosed with diabetes. The customer provided other assay results for additional information. The customer not concern for other assay results except creatinine for only one patient and results provided were: on (B)(6) 2020 sid (B)(6) initial creatinine=315 umol/l/repeated on (B)(6) 2020=154 umol/l. Laboratory reference range for creatinine=60 umol/l to 120 umol/l. There was no reported impact to patient management.